Event description:
A power source alert 07 was reported by the customer for their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite attempts to resolve the issue using different wall adapters and charging cables, the problem persisted. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy, and technical support confirmed the shipping address for the replacement. The customer was advised on returning the faulty pump in storage mode using a pre-paid label.